Event description:
It was reported that a patient was treated on an unknown date for a distal tibia fracture with a medial distal tibia plate and screws. On an unknown date the patient returned to the surgeon. The examination revealed a non-union. On (B)(6) 2014, the patient was returned to the or and the surgeon removed the medial distal tibia plate and screws. The patient was revised to a tibia nail to treat the non-union. The removal and revision surgery was completed successfully with no delay. This report is for an unknown cancellous screw. This is report 3 of 4 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for 2 unknown cancellous screws. (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. (B)(4). Placeholder.